Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer reported that a button may have been pressed for longer than three minutes. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Also corroded motor during visual inspection. Unable to confirm button error alarm or frozen screen due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).